Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of stent first flange premature deployment.

Event description:
Boston scientific corporation became aware through social media that an axios stent and electrocautery-enhanced delivery system was to be implanted during a gastrojejunostomy procedure performed on an unknown date. During the procedure, the stent "maldeployed" into the peritoneum and the small bowel was consequently unable to be punctured. The stent and the delivery system were removed together. There are no known patient complications due to this event. Note: it was reported that the axios stent was to be implanted during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for a gastrojejunostomy procedure. No further information has been obtained despite good faith efforts.